Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic for a follow-up. Upon device interrogation, undersensing of r-waves were noted. The undersensing caused the device to inappropriately diagnose that the patient was having pauses of heart rate. Programming changes and the latest software download were made, however undersensing was still noted. Physician decided to continue to monitor the patient and observe if the undersensing of r-waves continues. Patient was stable.